Event description:
Problem description: the customer reported that their central station was not emitting any sound. The device was in clinical use but no patient harm was reported. Complaint evaluation: a philips remote service engineer (rse) spoke to the customer in order to trouble shoot the issue. The rse attempted to have the customer raise the volume of their system to no avail. The rse then had the customer reboot their system which resolved the issue. Customer resolution and conclusion: the reported malfunction was confirmed; the customers central station was not emitting any audio. The issue was resolved by the customer by rebooting the customers system. No further investigation was performed.